Event description:
It was reported that during a surgical procedure it was observed that the "burr was having trouble turning" when in use with the attachment device. There were no delays in the scheduled surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the bearings/gears were not rotating properly. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.